Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a facility contact familiar with the event. The contact stated the blood leak occurred immediately at the start of hd treatment. The blood leak was noted to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood leak occurred, the treatment was paused. The patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a facility contact familiar with the event. The contact stated the blood leak occurred immediately at the start of hd treatment. The blood leak was noted to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood leak occurred, the treatment was paused. The patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for manufacturer evaluation.